Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I was notified that the grater had a hole at the top of the grater. Spoke with the surgeon the following day and he commented he tore a hole in it when removing it during surgery. There was no injury to the patient and all pieces were recovered. Patient consequence? No. Patient consequence description: no injury or delay in surgery. Action taken for procedure: all pieces were recovered. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.